Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. Review of the black box data did not reveal any record of error, alarm or warning related to a motor issue. On investigation, the pump was exercised for 24 hours without alarms or warnings duplicated. The rewind, load and prime steps were successfully completed during investigation. The piston rod was able to fully retract. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The pump was found to be operating within the required specifications without malfunction.